Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the infusion set's tubing was detached from the connector between (B)(6) 2022 and (B)(6) 2022. The blood glucose level of the patient was unknown but value was displayed as high. Moreover, the infusion set had been used for 2-3 days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.